Manufacturer narrative:
A specific cause for the reported driveline infection could not be conclusively determined. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the (B)(6) trial. (B)(4). Approximate age of device ¿ 6 months.  The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that on (B)(6) 2017 the patient presented to outside hospital with shortness of breath, cough, and fever. Chest x-ray indicated concern for pneumonia. The patient was prescribed 5 day course of levaquin with no resolution of symptoms. Patient noted increased left lower extremity (lle). It was reported that the symptoms that prompted presentation to urgent care were secondary to pulmonary congestion and not pneumonia. A driveline wound culture taken on (B)(6) 2017 was positive but without symptoms or any active infection, no treatment was provided. No additional information was provided.